Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with blurry vision on both eyes (ou) at 1 month post op exam. A brief description from the account indicated the patient had corneal distortion that is considered epithelial basement membrane dystrophy (ebmd) and the appearance of mires were distorted in the anti-reflective (ar) coating. The surgery center indicated the ebmd was discovered after the laser treatment and that the cornea was clear before. The patient's chief complaint was irregular astigmatism. The patient commented that the left eye was blurrier than the right eye and that there was burning when using the preserved artificial tears. The patient had experienced loss of 1 line of best corrected visual acuity (bcva) on the right eye (od) and loss of 2 lines of bcva on the left eye (os). Pre-op: bcva from (B)(6) 2015. Right eye (od) pre-op 20/20 -2.50 x -3.00 x 88. Left eye (os) pre-op 20/20 -2.75 x -2.25 x 64.